Manufacturer narrative:
The attachment was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the failure was most likely caused by surgical debris being "pumped" into the attachment during use. Debris build-up can cause the attachment to begin corroding, which may lead to the device no longer working properly.

Event description:
It was reported that the attachment overheats and runs at a higher than normal temperature. This was found while testing and inspecting the device, so there was no pt involvement. There also wasn't any reported user injury.